Event description:
Customer reported receiving an alert for low blood glucose of 48 mg/dl when the blood glucose reading was at 100 mg/dl. He had also received a change sensor alert. He reported that the had received false threshold suspend alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.